Event description:
It was reported that customer experienced a malfunction that stopped insulin delivery on the pump. There was no adverse impact to the customer's blood glucose level. Customer declined transfer to technical support, and no additional troubleshooting or corrective actions were documented, so no additional information was received regarding the outcome of event.